Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application did not make sound for one (1) alert despite override mode. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The share data log was downloaded and reviewed. Data investigation could not confirm the reported allegation. Alerts appeared to have occurred with volume. It cannot be determined whether or not the sound was actually heard by the user. The root cause could not be determined post investigation.